Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "(baker grade 2, ruptured)". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported left side rupture and capsular contracture, baker grade ii. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed opening, assessed as a fold flaw. ¿ capsular contracture: unable to observe as it is not related to the device. As per the investigation procedure creases and non penetrating nicks were observed. None of the observations are found to be potentially related to the manufacturing process.